Manufacturer narrative:
(B)(4). The sample was received by baxter and is in the process of being evaluated. The initial evaluation found evidence of the reported condition. Upon completion of the evaluation or if any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor device would not flow. This was observed during patient connection. The device had been filled with morphine. There was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Functional testing revealed that flow was not observed at the distal luer. Microscopic examination of the flow restrictor identified micro-air bubbles that were blocking the fluid path inside the lumen of the glass capillary. The micro-air bubbles are related to user technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.